Event description:
The lead was later explanted and replaced.

Manufacturer narrative:
Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, and the exposed svc (superior vena cava) defibrillation coil became extrinsically fractured due to a cut; full lead in segments returned and analyzed.

Event description:
The patient reported that the rv (right ventricular) lead was fractured and "compromised, so they turned that off." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead, implanted: (B)(6) 2002. (B)(4).